Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that guidewire fracture occurred. An 8cm poly tip v-18 control wire was selected for use in a vessel of below the knee for stent implantation. During unpacking, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Media analysis: the v-18 control wire was not returned, but media analysis was performed using a series of photos provided by the customer. They showed a v-18 control wire with the distal tip detached, which confirmed the reported event. Corrected fields: h6 - device codes: the device code was updated from a040101 to a0501 to more accurately reflect the reported allegation.

Event description:
It was reported that guidewire fracture occurred. An 8cm poly tip v-18 control wire was selected for use in a vessel of below the knee for stent implantation. During unpacking, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.